Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for unknown indication for use. Hcp was calling from the hospital. The hcp stated that a lethal dose of medication had been injected 5 hours ago and they wanted to know if and how much cerebrospinal fluid (csf) they could clear from, the catheter access port (cap) to try and clear the overdose. The hcp was in a rush and disconnected that call abruptly. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.